Event description:
The customer reported the evis exera iii bronchovideoscope had an air/water leak close to the camera and the image was not coming on when the scope was connected to the video system. The issues occurred during the preparation for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and leaks were found from multiple holes on the bending section cover and the image was black. Evaluation also found the charged coupled device (ccd) wire had cuts and the bending section was detached from the scope body due to fluid invasion deteriorating the adhesive that attached the bending section to the scope body. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user facility's handling of the device from which the a-rubber (bending section cover) leaked, which led to water invasion of the device, then an abnormality of electronic parts. As a result, the suggested event occurred. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "important information ¿ please read before use warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi [white light imaging and narrow band imaging] endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.